Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that after the battery was changed, the display screen on the pump remained blank and the reporter noted audible tones/vibrations. It was reported that the patient had blood glucose (bg) of 445mg/dl without symptoms on the morning of the event. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: during investigation, the pump was powered with a clear and legible display. The complaint of a blank display was not duplicated. Unrelated to the complaint, investigation revealed a dim, discolored display. The pump was opened and no evidence of moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.